Event description:
Reporter used on lower back area on morning of 2007. She removed it about 5pm (8 hours). When she removed patch, it removed some skin with it. She called her pharmacist and used neosporin and gauze pad as he recommended. Area did not become infected but was very sore for a week, and pressure from clothing was painful.